Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels out of the glucose meter's range. The customer's most recent blood glucose reading was 447 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that a rep did some troubleshooting on the insulin pump, and determined that it was not functioning properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.